Event description:
It was reported that the t:slim x2 pump battery would not charge, and the connection was unstable, requiring strategic positioning for the charge to be recognized. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use insulin and a needle if the pump battery depleted before receiving replacement charging supplies, which were dispatched by tandem technical support via two-day shipping.